Event description:
It was reported that the patient was presented to the emergency department (ed) on the night of (B)(6) 2026 for power cable disconnect alarms and change system controller low voltage alarms. The patient was connected to charged batteries. The ventricular assist device (vad) trained nurse practitioner (np) stated that the backup battery had drained and was about to be depleted. Nurse practitioner changed the system controller. The patient experienced no symptoms and was discharged home. Log file review captured system controller internal fault events on 13may2026 at 23:49 and continued until the system controller was exchanged on 15may2026 at 01:08. Voltage boost overage flag was noted in the background in which the resolution was the system controller exchange. The system controller was unable to maintain proper voltage. The vad still performed as intended during those events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and change system controller alarms were confirmed via analysis of the submitted log files. Review of the submitted log files revealed a controller internal fault alarm on 13may2026 and 14may2026, associated with a boost overvoltage fault (error code f24). Intermittent no external power alarms were also captured on 14may2026 which appeared consistent with a decreased voltage. Intermittent low voltage and power cable disconnect alarm were also active due to a decreased input voltage. A driveline disconnect alarm was captured on 14may2026, consistent with the reported controller exchange. The controller internal fault alarm persisted until the driveline was disconnected but did not affect the controller and backup battery¿s ability to operate the pump at the set speed while the driveline was connected. The system controller, (B)(6), was not returned for analysis. A root cause for the reported events could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document rev. D and the heartmate 3 patient handbook, document rev. A are currently available. Section 3 of the IFU, ¿powering the system¿ states that the user should always have at least one system controller power cable connected to a power source (either the mobile power unit or heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, instruct users on how to identify and resolve alarms that sound from their system controller, including controller fault, no external power, power cable disconnect, low voltage alarms, and driveline disconnect alarms. Section 8 of the IFU, ¿equipment storage and care¿ and section 6 of the patient handbook, ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the equipment, including the system controller. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.